Event description:
Procedure type: laparoscopy. According to the reporter: a small screw fell out of the device. The screw was recovered on the field, outside the cavity. No pt contact with the screw. Less than 5 minutes or delay. No pt injury was reported. No other info was available.